Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 869-021, 510k# k040962 and (B)(4) is cleared for the us. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: kyphosis procedure: t9-sai: posterior fusion levels implanted: t9-sai reason for revision surgery: rod replacement due to rod breakage it was reported that on an unknown date, post-op, rod was broken. As the rod of right side was broken at l4-l5, both rods were replaced with new one and bone graft was conducted at the area of the rod breakage. Four rods were added around the breakage area and the revision surgery was completed.